Manufacturer narrative:
Additional pro code in block d2b nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db220145dc0, model: db-2201-45dc, serial:(B)(6), batch: 7074285.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate tremor therapy control. Several attempts to reprogram the system were made however were unsuccessful. It was noted that the initial bilateral gpi lead placement did not provide adequate therapy and leads would need to be placed in the subthalamic nucleus (stn) area of the brain per the physicians assessment. The patient underwent a procedure where the dbs leads were removed, and new leads were placed in the stn area. Physical analysis of the dbs leads was not performed as they were discarded by the facility. The patient did well post-operatively.